Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that femoral fracture occurred when the punch was used. The patient was ra, so the surgeon pre-cut the femur with the drill. Cement was used for broken area and the procedure was completed.

Manufacturer narrative:
The event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that femoral fracture occurred when the punch was used. The patient was ra, so the surgeon pre-cut the femur with the drill. Cement was used for broken area and the procedure was completed.